Event description:
The manufacturer received information alleging a trilogy evo o2 "service required" inoperative condition occurred while in patient use. There was no harm or injury reported. As per work order received: machine not working properly; replaced obm sub assy; fio2 tubing kit; obm harness.